Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator's display was blank. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The graphic user interface (gui) printed circuit board (pcb) was replaced. The ventilator passed self-testing.